Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be performed as the lot# and/or serial# was not provided. A sample was received and was observed to have been used and had a clear connector. The device was not in the original teleflex lma pouch or packaging. Also, a puncture approximately 3mm was observed on the surface of the inflation balloon near the parting line. A serial# was not printed on the defective sample and in comparison with a retained sample was inconsistent. The defective sample was manufactured before 2008 when serial# print was not implemented on the lma fastrach ett series. The device was inflated and air was immediately observed to be leaking from the hole and the et tube was unable to stay inflated. The reported complaint was confirmed through visual and functional inspection. Customer is reminded that the lma fastrach ett should be handled with care and should not be in close contact with objects that have sharp or hard edges otherwise this will have an adverse impact and irreparable damage on the silicone material of the cuff. (See other remarks.) Other remarks: customer is also reminded the lma fastrach ett is reusable and warranted against manufacturing defects for ten (10) uses or a period of one (1) year from the date of purchase (whichever is earlier), subject to certain conditions. The device had been out of warranty since 2009. Although the reported failure was confirmed, no root cause could be determined. As there was a lack of lot# provided, whether the reported failure was due to manufacturing or user handling was unable to be determined.

Event description:
The event is reported as: there is a hole in the pilot balloon. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: there is a hole in the pilot balloon. There was no patient involvement reported.